Event description:
It was reported that the patient was hospitalized for an infection of unknown origin. There was no alleged product issue and there were no actions required as a result of the event. It was noted that it was not reported to be pump related. The pump was used to infuse an unknown drug. No interventions, outcome or drug information were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). F